Event description:
Reporter stated that patient obtained blood glucose results of 180 mg/dl, 70 mg/dl, and 188 mg/dl, within 6 minutes, when testing on the accu-chek mobile system. No adverse event was reported.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.